Event description:
Successfully drew blood from vamp tubing. When disconnected the clave adaptor and leak sprung from the port. It appeared to separate the yellow soft rubber from the hard clear tubing with copious blood flow from arterial line.